Event description:
The st. Jude representative phoned to report that the ICD could not be interrogated. They tried two programmers and several wand positions and were still unable to interrogate the ICD.